Event description:
Device was implanted in 3/1999. In 2005, pt went to emergency room with hip pain and x-ray revealed ceramic head had fractured. Device was revised the following day. Surgeon stated that the pt was noncomplaint, very active, and had been playing tackle football in the previous weeks where they were tackled and also tackled others.